Event description:
Caller reported a time settings issue after the pump reset. The blood glucose levels remained within the normal range, as there were no previous settings that resulted in levels above 500 mg/dl or below 54 mg/dl. Cts assisted the caller in updating the pump time and advised monitoring for discrepancies greater than five minutes in the future. The caller understood the instructions and agreed to follow up if necessary.